Event description:
Reportedly, a cartridge alarm 19 occurred during pumping and the load process with multiple cartridges.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (alarm 19) with multiple cartridges during basal delivery. The customer's blood glucose was 228 mg/dl. Reportedly, the customer would use manual injections for insulin therapy.